Manufacturer narrative:
Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of navigational integrity. Investigation of the case logs showed that the misplacement of implants is due to a combination of the patient registration containing a pre-operative merge shift and a potential drb shift. The preoperative merge can be more difficult depending on the quality of the preoperative CT scan, quality of the fluoroscopic images and patient anatomy. Preoperative merge shifts can cause navigational integrity and can lead to the misplacement of implants. The user must verify the preoperative merge before proceeding with navigation. Additionally, the software alerted the user of a possible shift of the drb during navigation. The user repaired the drb to the surveillance marker and proceeded with navigation. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. The observed overall risk level is low. The overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced, with subsequent dural tear that was repaired.